Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, as the handles were designed to seat against the bottom of the cylinder at the bottom of the threads. Other possible causes may include levering the attached inserter handle while attempting to reposition the trial component and/or excessive impaction force, and/or not inspected for wear and disfigurement and prior to surgery, which may have prevented the use of the instrument and its failure. Further investigation has been initiated to address the reported issue.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, the impactor fractured during impaction. No pieces fell into the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.